Manufacturer narrative:
Explanation of corrected info: a1,a2,a3,a4,b3,b7,d6,d7,d10: a questionnaire was sent to the dr on 8/18/97 requesting add'l info. A follow up letter was then sent on 9/18/97. No response was ever received. H4: the device manufacture date is unable to be determined without the catalog number and the lot number. H6: no evaluation was performed as the product was not returned.

Event description:
Physician noticed breakage 6 months post-op.